Event description:
Customer's nurse reported via phone, the customer was hospitalized for high blood glucose unknown value. Customer wad admitted to intensive care due to diabetic ketoacidosis. Customer was disconnected from the device and will be re-introduced to insulin pump therapy. The drive support was reported ok. Several no delivery alarms had occurred prior to hospitalization. The device passed the displacement test. Customer's nurse stated they will reconnect the customer and monitor the device, will call back if issue reoccurs. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.